Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, one crack opening and white particles in device inner surface. Leak test and microscopic analysis was performed which identified one crack opening and partial delamination of valve. Based on the device analysis the final assessment is one opening crack assessed as cracked valve seat diaphragm valve and partial delamination of valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.